Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the iabp unit showed error 111 and 112. The fse replaced the executive processor board, and then calibrated and tested the iabp unit. The fse left the iabp unit running on a balloon and trainer. However, the customer called the fse two (2) days later, stating that the iabp unit shut off during this testing period. The fse found error codes 111 and 112 again. After the fse was troubleshooting with the service operation specialist , it was decided to replace the coiled cord, video generator, and the backplane board. The fse calibrated and tested the iabp unit, and it was left running on a trainer and balloon for three (3) days, and the fse found that the iabp unit was still running on the balloon and trainer with no error. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in (B)(6). The full event site name in is(B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a screeching noise, the screen went blank, and the iabp shutdown. The nurse left the iabp off for several minutes then it would restart. A getinge service representative suggested the nurse swapping the iabp console out. The original iabp console was sent to the bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. While on site, the fse found that the unit showed error code 111 and 112. The fse ordered an executive processor to correct the issue. The fse later returned to replace the executive processor board; calibrated and tested the unit. The iabp unit was left running on a balloon and trainer for further testing. The customer called two days later and stated that the unit shut off during the testing period. When the fse returned to the site, he found error codes 111 and 112 again. After troubleshooting with the service operation specialist, it was decided to replace the coiled cord, video generator, and the backplane board. The fse later returned to install the aforementioned parts, perform calibration and test the unit. The iabp unit was left running on a trainer and balloon for further testing. The fse returned three days later and found the unit was still running on the balloon and trainer with no error. The iabp unit worked to manufacturer¿s specifications and was cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a screeching noise, the screen went blank, and the iabp shutdown. The nurse left the iabp off for several minutes then it would restart. A getinge service representative suggested the nurse swapping the iabp console out. The original iabp console was sent to the bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported. The following was reported on medwatch uf/importer report #(B)(4), ¿while checking on a cardiac patient undergoing iabp therapy the rn noted that balloon pump screen was black and the pump was emitted a high pitched alarm sound. The machine was turned off and back on and appeared to be working appropriately. The rn contacted the device manufacturers 800 number for clinical support. The manufacturer rep informed the rn to exchange out the balloon pump with another one and hold this pump for warranty service. The pump was exchanged and returned to the perfusion office for manufacturer service. No patient harm resulted from this event. The manufacturer replaced the printed circuit board (pcb) assembly and set the pump to run over a period of time. When the perfusionist arrived the next day, the pump¿s screen was again black. The manufacturer was contacted to follow up and continue repair. This was a newly purchased balloon pump with 167 hours run time".